Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The investigation of this event is ongoing. A follow-up report will be provided upon conclusion of the investigation.

Event description:
It was reported that approximately 6 weeks after the implantation of an iol into the right eye, the iol was explanted and replaced with a lens of a same model and slightly different diopter due to mechanical complication of iol. Additional information was requested, but not received.